Event description:
It was reported the plate was bent when removed from the packaging. The surgeon the plate; therefore, the plate is not available for return. Attempts to obtain further information about the event were made to no avail.

Manufacturer narrative:
The results of the investigation were inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.